Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and insulin pump was dead. The customer's blood glucose was 600 mg/dl and customer was off the insulin pump. It was also reported that the insulin pump had blank display and received battery out limit. The customer declined troubleshooting for high blood glucose. It was also reported that the display returned after insertion of new battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, weak battery, low battery, battery out limit and failed battery test alarms during testing. (B)(4).